Event description:
It was reported that during a device change out procedure, the physician had difficulty inserting the right ventricular lead into the new device header. Upon inspection, the physician noticed an insulation abrasion on the lead. The lead was capped and replaced. The patient was stable after the procedure.

Manufacturer narrative:
(B)(4).